Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple software error alarms and that the screen turns off. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 144 mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted. No unexpected software error alarms during testing however, the formatted history file confirmed software error alarm, line number (B)(4) file number (B)(4), due to a software error.